Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). It was noted that this patient had his previous aus implanted 2009. The aus was explanted and a new device consisting of a 5.0 cm cuff, pump and balloon were implanted. There were no complications during this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.